Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the end of a routine hemodialysis treatment, the operator was unable to disconnect the arterial blood line for rinseback, due to possible cross threading of the connector. Partial rinseback completed prior to the circuit clotting, resulting in an estimated blood loss of 90cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Evaluation of the returned cartridge found no problems with the connector. Facility staff attributed the event to excessive force used by the operator when tightening the connecter. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.